Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, during a routine tissue processing procedure, a 4-422 disposable scalpels 22, broke in half. Additional information was received on (B)(6) 2018, stating that while the tech/processor was processing lung tissue and making sections, the scalpel snapped and broke, causing body fluid to spray into the processor¿s face. Follow up infectious disease testing was required. Request for additional information has been sent.

Manufacturer narrative:
No product returned for evaluation; customer discarded. The customer provided a picture that shows one broken/unidentified disposable scalpel. The breakage may have resulted from excess force application, during use. The reported complaint was not confirmed. (B)(4).